Manufacturer narrative:
(B)(6). Summary: batch history analysis was performed, quality notifications and maintenance records were verified where no records were found that were potentially related to failure. By evaluating the available sample it was possible to observe open sealing / sealing failure. For the defect reported according to the sample evaluation, batch history and according to the evaluation of potential failure modes in the process the potential causes for failure are: operational failure during the setup of the paper in the packaging machine and cleaning failure of line. In this way the maintenance technicians and operators of the production line will be notified of the occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: 1 - confirmed: bd was able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: an image was received, and it is possible observe seal failure. 3 - DHR review: it was verified the batch record and the manufacturing date for this batch was october 31th to 03th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; and visual inspection each 2 hours at 1 cycle at packaging machine and inspection system challenge each shift; 4 - qn review: no quality notification (qn) that could related to defect were observed. 5 - maintenance review: no maintenance records that could related to defect were observed. 6 - conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer was verified and it was possible observe seal failure. To the reported problem according the sample evaluation, DHR and potential failure mode of the process, the possible causes to the occurrence are: failure in package machine setup and line clearance failure. The maintenance technicians and production operators will be notified from this complaint. Root cause: operational failure during package machine paper setup and line clearance failure.

Event description:
It was reported that the packaging on a bd plastipak¿ syringe 10ml luer-lok¿ ruptured breaking the sterile barrier breach. There was no report of exposure, injury or medical intervention.